Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the ruby coil pusher assembly. The pusher assembly was fractured in multiple locations along its length. The embolization coil was intact with its fractured pusher assembly. During functional testing, the pull wire was retracted out of the fractured pusher assembly by the penumbra investigator and the embolization coil was able to detached from its pusher assembly without issue. Conclusions: evaluation of the returned ruby coil revealed that the pet lock was broken, the pusher assembly was fractured, and the embolization coil remained intact with its pusher assembly. If the handle was attached to the proximal end of the pusher assembly and actuated, the pet lock will likely separate on the proximal end of the pusher assembly. Further evaluation revealed the embolization coil was intact with the returned pusher assembly. If the pull wire is not retracted out of the distal detachment tip (ddt), the embolization coil will remain intact with its pusher assembly. The cause of the reported detachment issue could not be determined. Further evaluation of the ruby coil revealed that the pusher assembly was fractured in multiple locations. The complaint reported that the ruby coil was able to be removed from the patient and did not mention fracturing of the device. Therefore, the fractures are likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the detachment issue. This report is associated with MFR report number: 3005168196-2019-00685.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00685.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician advanced the first ruby coil into the target vessel and reported that it was unable to detach using the handle. The physician then attempted to manually detach the ruby coil but was unable to. The ruby coil was then removed and was no longer used in the procedure. The physician then used six additional ruby coils and the same handle to complete the procedure. There was no report of an adverse effect to the patient.